Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). On 24 january 2020, it was reported from zgt hengelo that there was a malfunction of the pulsavac fanspray kit. The blue locking clip unlocked during lavage.fan spray tip is falling from the handpiece. Too much vibration in handpiece. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that there was a malfunction of the pulsavac fanspray kit. Blue locking clip is loosening during the cleaning procedure/vibration in the hand piece, and the fanspray tip was falling down on the floor. Event occurred during surgery. No harm or delay reported. No adverse events were reported as a result of this malfunction.